Event description:
Facility reports that pt was using cycler to do exchanges overnight. The following morning upon removing the bag from the cycler it was noticed that a leak had occurred from the top seam of the solution bag. The patient then developed peritonitis and was hospitalized. The patient's spouse is unsure of exactly which solution bag catalog number was involved in the incident 044-50521 or 044-50522.